Event description:
It was reported that the patient's unit had burst or broken columns. As a result, the unit was not producing enough oxygen leading to a loss in their vision. However, there was no further intervention reported at that time. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3 date of event is estimated. The unit was not returned for evaluation.